Manufacturer narrative:
The patient's age at the time of the event is (B)(6). The patient was born in 1944.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown, however reportedly this jejunal tube had been in place for 5 ½ years. According to the complainant, received call on (B)(6) 2016 approximately three to four weeks ago the jejunal tube was difficult to flush because it had an occlusion. The patient uses 24-hour treatment. A new jejunal tube was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of april 27, 2016. The peg tube was initially placed in (B)(6) 2010.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown, however reportedly this jejunal tube had been in place for 5 ½ years. According to the complainant, received call on (B)(6) 2016 approximately three to four weeks ago the jejunal tube was difficult to flush because it had an occlusion. The patient uses 24-hour treatment. A new jejunal tube was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.